Manufacturer narrative:
Device code (B)(4) no longer applies. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the representative. It was reported that motor stall occurred on (B)(4) 2018 at 11:41 and was recovered on (B)(4) 2018 at 4:38. Audible alarm was silenced. Motor stall occurred again on (B)(4) 2018 at 04:44 and recovered at 23:39. Motor stall occurred on (B)(4) 2018 at 16:05 and recovered on (B)(4) 2018 at 21:30. Motor stall occurred on (B)(4) 2018 at 06:52. On (B)(4) 2018, stopped pump period may exceed tube set. No further complication was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a device manufacturer representative regarding the patient receiving bupivacaine(1.9 mg/day ,3.5 mg/ml) and dilaudid(5 mg/ml, 2.8 mg/day) via an implantable infusion pump for the treatment of non-malignant pain. It was reported that motor stall occurred and the pump started critically alarming on the morning of (B)(6) 2018. Logs were read and it was confirmed that the pump was in motor stall. The patient experienced increased pain on (B)(6) 2018 but had no symptoms of withdrawal. The patient denied having been exposed to electromagnetic interference(emi) and had not had magnetic resonance imaging recently. Slight change was made to dose and the pump was updated. The patient was given prescription for oral pain medication in case pump stalled again. The issue was resolved and patient status was alive with no injury at the time of the report. It was asked but unknown if surgical intervention was planned. Additional information was received from the consumer via a device manufacturer representative. It was reported that the patient began having symptoms of lightheadedness and nausea on (B)(6) 2018 at 10:00 am and was still hearing pump alarm every 10 minutes. It was confirmed that the pump went back into motor stall 6 minutes after being updated the day before the date of the report. The patient met with surgeon on (B)(6) 2018 for pre-surgical consult and was scheduled for pump replacement on (B)(6) 2018. The patient was being managed on oral pain medications. No further complication was reported.

Manufacturer narrative:
Continuation of concomitant products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: 11-dec-2009, UDI#: (B)(4). The pump was returned, and analysis found corrosion and-or wear and-or lubrication and stall due to shaft-bearing. The catheter was returned, analysis found user damage beyond intended reliability at catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a device manufacturer representative regarding the patient receiving bupivacaine(1.9 mg/day ,3.5 mg/ml) and dilaudid(5 mg/ml, 2.8 mg/day) via an implantable infusion pump for the treatment of non-malignant pain and chronic low back pain. It was reported that motor stall occurred and the pump started critically alarming on the morning of (B)(6) 2018. Logs were read and it was confirmed that the pump was in motor stall. The patient experienced increased pain on (B)(6) 2018 but had no symptoms of withdrawal. The patient denied having been exposed to electromagnetic interference(emi) and had not had magnetic resonance imaging recently. Slight change was made to dose and the pump was updated. The patient was given prescription for oral pain medication in case pump stalled again. The issue was resolved and patient status was alive with no injury at the time of the report. It was asked but unknown if surgical intervention was planned. Additional information was received from the consumer via a device manufacturer representative. It was reported that the patient began having symptoms of lightheadedness and nausea on (B)(6) 2018 at 10:00 am and was still hearing pump alarm every 10 minutes. It was confirmed that the pump went back into motor stall 6 minutes after being updated the day before the date of the report. The patient met with surgeon on (B)(6) 2018 for pre-surgical consult and was scheduled for pump replacement on (B)(6) 2018. The patient was being managed on oral pain medications. Additional information was received from the representative. It was reported that motor stall occurred on (B)(6) 2018 at 11:41 and was recovered on (B)(6) 2018 at 4:38. Audible alarm was silenced. Motor stall occurred again on (B)(6) 2018 at 04:44 and recovered at 23:39. Motor stall occurred on (B)(6) 2018 at 16:05 and recovered on 2018-08 at 21:30. Motor stall occurred on (B)(6) 2018 at 06:52. On (B)(6) 2018, stopped pump period may exceed tube set. The infusion rate was changed to 2.8077 mg/day for dilaudid and 1.9654 mg/day for bupivicaine. No further complication was reported.